Event description:
Caller reported potential false positive troponin I (tni) results with the triage cardiac panel vs. Axsym analyzer. A (B) (6) pt was admitted in pain. Troponin I sample was run on (B) (6) 2010 giving two positive results and a negative result. The results run on the axsym analyzer on (B) (6) 2010 with plasma sample had a negative result. No further info provided.

Manufacturer narrative:
Investigation pending.